Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Prior to decontamination, dried blood was observed in the introducer sheath. Conclusions: evaluation of the returned device revealed the sr wire was fractured and the embolization coil was detached from the pusher assembly. The fracture of the sr wire may have occurred due to forceful retraction of the ruby coil while the introducer sheath is not properly aligned, or while dried blood is present in the introducer sheath. The lantern mentioned in the complaint and the ruby coil embolization coil was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice using ruby coils. During the procedure, after advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician decided to remove the ruby coil in order to use a smaller coil. However, while retracting the ruby coil to re-sheath it, the ruby coil unintentionally detached inside the lantern. The physician then removed the lantern and flushed the detached coil out. The lantern was then reinserted into the patient¿s body and the procedure was completed the procedure using another ruby coil. There was no report of an adverse effect to the patient.